Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed that the atrial lead was exhibiting noise and failed to stimulate. Malfunction on the pacemaker was also suspected because of the issue. No programming changes were made at the time. The patient was being monitored.